Manufacturer narrative:
Qc results on the day of the event were acceptable. On the day of the event, the analyzer alarm history contained one abnormal sample aspiration alarm. A field engineering specialist was unable to determine a root cause. He examined the fluidics system and found no abnormalities. He performed precision testing with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable li lithium for 1 patient tested on a cobas 6000 c (501) module. The initial lithium result was 1.14 mmol/l. The initial result was reported outside of the laboratory but was questioned by the physician. The same patient sample was retested on both the original analyzer and on an unspecified cobas 8000 analyzer. The lithium results from the cobas 8000 system were 0.77 mmol/l and 0.76 mmol/l. The lithium result from the original cobas c501 was 0.73 mmol/l. The lithium result of 0.73 mmol/l was deemed correct. The lithium reagent lot was 377436 with an expiration date that was requested but not provided.